Manufacturer narrative:
E4-ni- it was unknown if the initial reporter sent report to the FDA. H3 other text : na

Event description:
Caller reported aviva blood glucose results of 297 mg/dl and 129 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.